Event description:
The customer stated that she tested her blood glucose and received a reading of 219 mg/dl. She took insulin and retested within ten minutes and received a reading of 50 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer experienced symptoms of hypoglycemia when she received the reading of 50 mg/dl. She was able to get some sugar in her system before passing out, but she did not require medical attention. The meter and strips are to be returned for evaluation, and replacement products will be sent.